Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that this explanted product was returned but no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The lv lead was explanted.